Event description:
Instrument broke inside bladder. Provider retrieved broken portion from patient with grasper. Provider was performing clot evacuation (cystoscopy). Procedure turned into prostate removal with resectoscope (6 hr long case). Provider saw a metal piece in the bladder while turning a corner in the bladder. A tip of the resectoscope (inner sheath) had broken off. Size of the broken tip is approximately 7 mm (removed from patient), approximate size of the second piece 3 mm (triangle shape).